Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair, while preparing to fix the patch, the device failed to effectively fire the tack. A hanging wire was used to fix the patch in order to resolve the issue which had extended the surgery by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the device had a tack partially protruding from the tube and the handle was partially actuated, indicating that the device was jammed. The timing was not pictured. As no samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Because the device was not returned, our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.